Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her back. The area was described as an itchy rash. The patient saw her doctor and was prescribed triamcinolone acetonide cream. During a follow up, the patient reported that she no longer had a rash, only itchy skin.